Event description:
Here is a copy of the report I just sent to the product seller: on september 18, 2006 I ordered a comfort ultra-light wheelchair, which I received promptly. The wheelchair gave good service until thursday, nov. 16 when it developed two failures within hrs of each other. The first problem was one of the front wheels coming loose. This was apparently because the axle bolt and nut became detached while the chair was in use, almost causing a fall out of the chair. As the bolt and nut were concealed by a plastic cap, this was not noticeable until failure occurred. I was able to repair this with little trouble, but the next failure was much more serious. While the chair was in use, the left brake handle snapped off, making it necessary to remove the brake from the chair. This has made using the chair very difficult. I called the distributor, who had shipped the chair, and they told me that "plastic parts were not covered by warranty." I question why an integral part of the chair is not covered, particularly as this is very much a safety-related item. This wheelchair has not received hard use. I think the failures were due mainly to poor assembly and design. A brake mechanism probably should not be breakable. I intend to notify the federal consumer product safety commission about this fault in the chair construction. I suggest you place some kind of warning about these possible failures in your description of the product.